Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. This report is to follow up with medwatch# (B)(4). Customer verified this incident was the same medwatch report received.

Event description:
"Device shaft has a bend in it. Did not feel it was safe to use on the patient." Patient status: device did not touch patient medwatch: "the epix universal clip applier would not fire. (Two devices failed to operate as intended prior to the beginning of the case.)"

Manufacturer narrative:
Investigation summary: this report is to follow up with (B)(4). Customer verified this is the same event. The customer returned four units, of which two were sterile and never opened. Upon visual inspection of the units, engineering confirmed the dents on the shaft of the devices. The root cause was likely a result of improperly inserting or removing the device from the tray packaging. As designed, the shaft may dent if the device is inserted or removed without proper support of the device handle because the cover tube is thin and can be damaged if not handled carefully. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. Reference MDR# 2027111-2016-00691.